Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer¿s blood glucose level.